Manufacturer narrative:
Additional information regarding the anomaly of this lead was requested via a good faith effort. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. A new lead of a different model was successfully implanted. No adverse patient effects were reported. This lead has returned for analysis.